Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the clinician stated six months ago the device displayed one and a half years battery life remaining and then four months later the longevity decreased to less than a half year remaining. This patient is pacemaker dependant and the non-boston scientific right ventricular lead was noted to exhibit high threshold measurements. Boston scientific technical services advised that the increased threshold measurements along with other factors may have contributed to the change in battery life remaining and encouraged the clinician to discuss the situation with the physician. The pacemaker remains implanted in the patient and no adverse patient effects were reported the investigation is complete at this time. This investigation will be updated should further information be provided.